Manufacturer narrative:
Corrected data: h4 - manufacturer date: 04.06.2019. Evaluation result: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that a part of the ceramic insulation at the distal end of the inner sheath is broken off. The cause of this damage is most likely mechanical overload by the application of excessive force like impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic anterior resection of the urethra procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient¿s bladder. However, no fragment remained inside the patient since it was reportedly retrieved with a cystoscope. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.